Event description:
Physician was attempting to deliver an endeavor resolute drug-eluting stent to the lcx with 45% stenosis and tortuosity but met resistance and it could not cross. When the device was removed, damage was noted. Another device was use to finish the treatment. (Please note that this product endeavor resolute is not us approved but is similar to us approved product resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (failure to deliver and stent deformation); patient¿s condition affected effectiveness of device (lesion morphology) ¿ 45% stenosis and tortious vessel. (No results available since no evaluation performed) - device or procedural images not provided for review. Conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 45% stenosis and tortious vessel. Inherent risk of procedure ¿ (failure to deliver and stent deformation). (B)(4).